Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 2. The baxter technical service representative (tsr) assisted the home patient (hp) in preparing for a new set-up and advised her to contact the nurse about the alarm. No patient injury or medical intervention was reported at the time of the initial report. The sample was discarded and lot number was unknown. Product surveillance contacted the hp's nurse regarding the system error 2240 alarm. The nurse stated that the hp has been doing fine and able to continue therapy.

Event description:
Boston scientific crm received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded a 7 second pause in pacing, with reported patient syncope. The patient was admitted to the hospital. Technical services (ts) was asked to review the electrograms (egm). Ts reviewed and noted the patient had atrial fibrillation (af) with pacing. They noted this defibrillation leads right ventricular (rv) rate/sense and shock egms were flat, with slightly more noise on the rv channel than the shock channel. Ts discussed possible myopotential oversensing or high voltage lead reversal. It was noted that the rv lead measurements looked good and stable. The plan was to schedule a procedure for invasive investigation.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).